Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that 3 months after the dental implant was placed, in ada site #7 of the patient's mouth, non-osseointegration was observed. The patient smokes and presented with bone type iii . No bone graft was placed. The dentist reports smoker - tried quitting.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that 3 months after the dental implant was placed, in ada site #7 of the patient's mouth, non-osseointegration was observed. The patient smokes and presented with bone type iii . No bone graft was placed. The dentist reports smoker - tried quitting.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reportes that 3 months after the dental implant was placed, in ada site #7 of the patient's mouth, non-osseointegration was observed. The patient smokes and presented with bone type iii . No bone graft was placed. The dentist reports smoker - tried quitting.